Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severely calcified, extremely tortuous right coronary artery (rca). The lesion was predilated with a 1.3x10mm non-bsc balloon. The physician attempted to place the 3.00x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. The stent was found to be lifted. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirm that the device met all material, assembly, and performance specifications. As part of our manufacturing processes all units are 100% visually inspected for any possible damages and are packaged appropriately in order to protect the device from external damage during shipment. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.